Event description:
Information received indicates the pump leaked after being filled with medication, prior to use with patient.

Manufacturer narrative:
The device has not yet been returned. A follow-up report will be submitted when additional information is available.